Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they applied this pod in the morning and noticed their blood glucose levels climbing all day. The pod was worn for 4 to 24 hours on the abdomen. Their blood glucose levels reached 564 mg/dl. The patient stated that because they could not get it under control they ended up going to the emergency room. They removed the pod once they arrived and they realized that the cannula had not inserted into the skin properly, although it had deployed correctly. The patient was treated with intravenous therapy with insulin.